Event description:
It was reported that the patient had seen an error message on her patient programmer. It was stated that the patient had met with the manufacturer representative on the morning of the report and had her "positions programmed"/ adaptive stimulation enabled. When she got home, her device did a "weird pulsating thing" then turned off all by itself. The patient then saw an oor (out of regulation) message on her programmer. At the time of the report, the patient was not seeing the oor since the stimulation was off. The patient was able to turn stimulation back on without seeing the oor message. One week later, it was reported that the patient was not being able to adjust stimulation. It was also stated that the patient was receiving oor intermittently. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Further follow up information received clarified that electrodes #8, 9, 10, 12, 13, 15 showed impedances values >10, 000 ohms. Electrodes #11 and 14 showed values below 10,000 ohms and were within range. If additional information is received, a follow up report will be sent.

Event description:
It was reported circuits eight through fifteen were open. It was noted there were no shots between circuits. It was reported the conductors for circuits eight through fifteen were broken 9.8 cm from the distal end.

Manufacturer narrative:
Analysis of the lead s/n (B)(4) found non-compliance in the form of broken conductors. Analysis of the bumpy anchor found no significant anomaly. Analysis of the bumpy anchor found no significant anomaly. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-30, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
Additional information reported indicated that the patient had impedances from #8-#15 electrodes with #11 and #14 in range. There w eren't any plans to revise. The patient was experiencing good stimulation at the time of the report.

Event description:
Additional information reported indicated that the paddle lead was replaced. Impedance testing, x-rays, and reprogramming were preformed during the course of troubleshooting. The lead was disconnected from ins and impedances were checked to find electrodes #8-15 to be >10,000 ohms. The lead was replaced with a similar but longer one and reconnected to the existing ins (implantable neurostimulator), the impedances were all 900-1,000 ohms. Upon the explant of the lead it was obvious there was a cut through the anchor and wires appeared to be exposed under the anchor of the 8-15 tail of the lead. Patient status at time of this report was alive with no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)